Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance uploading the insulin pump and suffered low blood glucose. Customer's blood glucose was 25 mg/dl. Customer was able to successfully upload.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
The customer has been experiencing some low blood glucose, but aware why she has been low. The customer was disconnected during the rewind/prime sequence, found the priming technique normal. Checked the alarm history and noticed a low reservoir and low battery alarms. Advised to contact doctor regarding low blood glucose. In addition, advised to monitor insulin pump and call back if issues persist.